Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a tilresektion procedure, after firing the instrument did not open anymore, surgeon used second instrument to cut out first one, no further information is available. Another like device was used. There was no patient consequence.